Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the endoscope to resolve the issue. The technical support engineer (tse) informed the customer to move the arm with the clutch button after endoscope removal. The tse explained to the customer that the reported issue could be related to guided tool change. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the reversed endoscope image issue is likely related to incorrect guided tool change settings, which may have affected the orientation or positioning of the endoscope during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the technical support engineer (tse) that the endoscope image was reversed. The procedure was completing as planned with no reported injury.